Event description:
User reported approximately 2 gallons of water was on the floor under the analyzer. User stated they had rubber mats on the floor, therefore, she did not consider the leak a slip hazard. No patients were affected and no one was injured. The filed service representative determined during operator maintenance, the user forgot to shut off the valve prior to removing the water tank, causing the pump to loose its prime and it became air locked. When the user restarted the analyzer, there was a loud banging from the air locked pump, they investigated the noise and while doing this, they mistakenly turned the system water pressure up causing the sample probe rinse station to overflow causing the leak. He stated by the time he arrived onsite; the user had realized the mistake and had turned down the system water pressure and resolved the problem. He verified the proper water pressure and observed that there was no longer a leak.